Event description:
One pt sample with discrepant results. Initial sodium gave 105 mmol/l; repeated twice next day giving 143 and 145 mmol/l. Initial potassium gave 3.2 mmol/l; repeat gave 4.4 mmol/l. No adverse events reported in association with the incorrect results. The field service representative determined the cause to be a defective sample probe, and an expired reference electrode. He replaced sample probe, s1a plunger seal and reference electrode. Performance tests were performed and within specification.